Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with a 5fr non- bsc introducer sheath. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire was used to crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was used to predilate the lesion. Upon the first inflation at 14 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).